Event description:
Previous emdr submission noted the event of vision loss (e083902) and inflammatory nodule (e1803). However, upon further review, the events does not related to this patient.

Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Clarifications to e.1.: fax number: (B)(6). Clarifications to e.1.: zip code: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm volux in midface. Patient experienced "inflammatory mass", "patient ended in hospital and couldn¿t see", "continual facial pain" into the chin and bilateral zygomas. Patient reported "pain is constant and chin and neck/platysmal region¿ and the patient is in "distress". Patient was treated with hyalase to dissolve thinner with little effect on pain. And injection with anaesthesia into the mental muscle. The patient underwent an MRI of the brain, face and neck which identified "retention cysts noted in both maxillary sinuses". Symptoms are ongoing.